Event description:
The surgeon inserted the micro sensor into the patient in theatre. The microsensor was working fine, showing intra-cranial pressure (icp) readings of 2-3 mm/hg. After closing up the wound site, the icp readings rose to 30-32 mm/hg, and stayed at these high abnormal readings. The surgeon then decided to remove the micro sensor, and replaced it with a same like product. The replacement worked fine, giving normal readings consistent with the clinical presentation of the patient. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4) / MFR# 1226348-2012-00122. A follow-up is being generated since the medwatch was unchecked. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4) / MFR# 1226348-2012-00122. A follow-up is being generated since the medwatch was unchecked. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system.